Manufacturer narrative:
Analysis found no anomalies with the device. The mainframe was received in good cosmetic condition. The software was the most recent version. The mainframe has been reset to factory settings. The mainframe has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the mainframe was faulty/not working. There was no patient impact reported.